Event description:
Report received from an abbott int'l affiliate which states that during an operaton, there was blood leakage from the thermistor lumen. Multiple attempts have been made to obtain add'l info from the customer, but no info has been made available.